Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 963/2. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pneumonia", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with 0.5ml juvéderm® volux xc in temporal t1, ck1. 2 months after the injection, and after suffering non device related pneumonia 1 month ago, patient is experiencing pain and inflammation in the left side of the head". Symptoms ongoing. Treatment noted as "zamene, espro, cipro, corticoids."

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, h6.

Event description:
Healthcare professional (hcp) reported patient was injected with 0.5ml juvéderm® volux xc in temporal t1, ck1. 2 months after the injection, and after suffering non device related pneumonia 1 month ago, patient is experiencing pain and inflammation in the left side of the head". Symptoms ongoing. Treatment noted as "zamene, espro, cipro, corticoids."